Event description:
Customer reported "chemo running though secondary set. While running noted that it was backing up into primary. Lines at proper difference in weight (primary and secondary) but continued to back up into primary. Primary clamped with bulldog clamp until chemo finished." No pt harm reported and no medical intervention required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). Although requested, the set has not been returned. A follow up report will be submitted with failure investigation results should the set be received for eval.